Manufacturer narrative:
Investigation summary: samples were received. 1 actual sample was returned and was checked through the manufacturing visual system. The part was rejected automatically. 21 retention samples were inspected for appearance and cannula pull force, and all passed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on investigation results, the complaint is not a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that the pen needle 31gx5mm 7 pack bent and broke off during use. The patient reportedly had the broken needle removed via medical intervention two days later. The event of pen needles breaking during use occurred on 7 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle missing on the needle hub after injection unable to confirm if the needle tip has broken inside the patient" "it's noticed that needle bending during use due to child struggled during the injection the broken needle inside the patient was taken out via medical intervention on 2019.07.29".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle 31gx5mm 7 pack bent and broke off during use. The patient reportedly had the broken needle removed via medical intervention two days later. The event of pen needles breaking during use occurred on 7 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that needle missing on the needle hub after injection unable to confirm if the needle tip has broken inside the patient." "It's noticed that needle bending during use due to child struggled during the injection the broken needle inside the patient was taken out via medical intervention on (B)(6) 2019."